Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of getting b30 error was not confirmed. However, the evaluation found error e226 due to bad video connector. In addition, the device evaluation found that there was rough and jamming coupler movement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head displayed error b30, image was pixelated and no image seen. The issue was found during preparation for use for an unspecified diagnostic procedure from the general list. The intended procedure was completed using the similar device. There was no delay in the procedure. There was no report of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that error b30 and error e226 occurred from damaged part of the connector. The event can be detected by following the instructions for use which state: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. ·b30 is the error that occurs due to poor communication between the cable and the processor (instruction manual of cv-190 chapter 9 when abnormality occurs, 9.2 how to tell the abnormality and how to handle it). ·e226 error is the error that occurs when abnormality occurs on the communication between the endoscopes and processors (instruction manual of otv-s300 chapter 10 when abnormality occurs 10.2 how to tell the abnormality and how to handle it). Olympus will continue to monitor field performance for this device.